Event description:
User facility alleged they accidently turned the device off while changing a bed sheet. When they turned it back on they heard a pop and smoke started coming out. The fire alarm was activated and a fire exinguisher used. A pt was in the bed at the time, but was not injured.